Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that one patient sample generated a high result (4.7 ng/ml) on the axsym digoxin iii assay. After repeating the test using the same assay, they got error code 1062 (invalid test results, read precision). The patient was put on a high dose of digibind because she had symptoms of toxicity. There was no impact to the patient's management reported.